Manufacturer narrative:
The 2.5 mm diameter locking screws (1405-101x) and 4 hole curved plates (1405-4005) are provided to the customer within a sterile kit (sk-12) and marked single use. The UDI referenced is for the sterile kit, (sk-12), that the product is distributed within. The device was not returned to the manufacturer for evaluation. The device history records for all devices intended to be implanted were reviewed (1405-1012, 1405-1014 and 1405-4005) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the information provided, all hardware was removed and new hardware was put in place in a revision surgery due to the most distal screw backing out. The surgeon indicated the most likely cause of the screw backing out is due to too much weightbearing activity after surgery. The instructions for use identify warnings related to postoperative care. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery on (B)(6) 2017, all hardware was removed and new hardware was put in place in a revision surgery on (B)(6) 2017 which the surgeon attributes to too much weightbearing activity postoperatively, resulting in the most distal screw backing out. Upon hardware removal, the surgeon said the joint was fused nicely and aside from the screw backing out, no fault was found with any of the hardware.